Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The company representative (rep) reported the patient has been experiencing shocking or jolting behind the right ear. The health care provider (hcp) feels this issue was where the lead/extension site meet. The hcp went in surgically about two weeks ago, cleaned and dried everything, but the patient continues to have the issue. Everything was fine until they changed out the implantable neurostimulator (ins) due to normal battery depletion. The leads and extensions were left the same. The patient started having this issue two months after the ins was changed out, in (B)(6) 2015, but impedances were in normal range both before the wiping down of the lead/extension site and after. The x-rays also look normal. It was noted that the lead and lead/extension together were not tested at the time of surgery two weeks ago. The therapy does not change with positional movement. Palpating the area does not illicit response either, so they have not been able to recreate the shocking to do an impedance check. This happens randomly and occurs every 5-15 minutes. The patient does not experience this when the ins is off; the hcp turned off the stimulation and the shocking stopped. The patient was currently programmed on monopolar settings and cannot get good therapy relief in bipolar settings if they switch. The patient was currently programmed at 240pw, 135hz, 3.8v on left, and 3.4v on right. The hcp tried lowering the pw to 60, but this did not resolve the issue. Group/therapy impedance were 904ohms on left and 953ohms on right. Electrode impedance was taken after the hcp went in to wipe down the extension and lead, was 836-1500ohms on left and 965-1697ohms on right. The rep was going to suggest to try taking impedances when the patient¿s head is turned to the right, left, up and down. Additional information was requested and the rep confirmed six days later that the clinician was going to try other programming options in order to stop the jolting sensation. No other intervention was scheduled at this time. If additional information is received, a follow up report will be sent. Reference manufacturer report # 3007566237-2016-01014.